Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after (B)(6) months of patient use. The previous revision is referenced in (B)(4). There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - this is the patient's second revision. The first revision proceeded a fall that resulted in a dislocation. The surgeon implanted a plus 8 cup and a semi constrained liner. Subsequent to the first revision the patient continued to dislocate. The surgeon elected to implant a size 40 head and a +8 semi constrained liner to prevent further dislocations.